Event description:
During a kit inspection on (B)(6) 2010, the sales representative identified that a sequoia closure top starter was worn and would no longer stay engaged on the closure tops. There was no patient involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.